Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(4) pilot program. One complaint was received during this report period. (B)(4). The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "1" malfunction event which is associated with the undesired damage or breakage of those materials used in device construction. No patient information was confirmed.